Manufacturer narrative:
The device has not been returned for evaluation. A follow up report will be filed when the device has been returned and the evaluation complete. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2012, to report an orthopat device with description ¿device contaminated.¿ no patient/operator injury reported.